Event description:
It was reported that there was undersensing and low bipolar impedance on the right ventricular lead. Insulation failure was suspected. It was also noted that there was pocket stimulation after changing to unipolar. It was determined that ventricular capture management was possibly the issue and it was turned off. The settings were adjusted and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.